Manufacturer narrative:
(B)(4). Concomitant medical products: guide catheter: tornus, stent: 2.0x12mm mini vision, 3.0x28mm xience alpine. The device was returned for analysis. The difficulty removing the sds was unable to be confirmed; however, the tip and proximal coils were stretched, offset and overlapping. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 2.0x12mm mini vision stent was loaded over the balance guide wire. The mini vision stent was deployed in the non-tortuous, non-calcified distal lesion in the right coronary artery (rca). The mini vision stent delivery system (sds) was removed from the anatomy, but the balance guide wire came with it and vessel access was lost. Outside the anatomy, the sds and guide wire were able to be separated from each other. The rca lesion was rewired with the same balance guide wire and a 3.0x28mm xience alpine stent was loaded over the guide wire. The xience alpine stent was deployed in the distal rca, but the sds was unable to be removed from the balance guide wire. Both the sds and guide wire were removed together as a unit. A 3.0x20mm nc trek was opened for post dilatation of the xience alpine, but the nc trek was not used. The xience alpine stent was fully apposed to the vessel wall and it was decided that post dilatation was not necessary. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.